Event description:
It was reported that due to a tear the patient had his artificial urinary sphincter (aus) cuff removed and replaced with a 3.5 cm cuff. It was further reported that the fluid loss happened two weeks ahead of surgery. The patient status following this surgery was that the patient got well.

Manufacturer narrative:
Returned product consisted of an ams800 occlusive cuff. The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded there was a circumferential tear in the cuff shell causing fluid loss that was the result of wear and fatigue. Device analysis determined the condition of the returned device was consistent with the reported information. The complaint was confirmed for a perforation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a tear the patient had his artificial urinary sphincter (aus) cuff removed and replaced with a 3.5 cm cuff. It was further reported that the fluid loss happened two weeks ahead of surgery. The patient status following this surgery was that the patient got well.